Event description:
The user stated he passed by the analyzer and found there was water on the floor that had leaked from the outside rear of the analyzer into the walkway. No operators were harmed due to the leak. The analyzer was not in use at the time of the leak, so no erroneous pt results were generated.

Manufacturer narrative:
The field service rep determined the water fitting behind the analyzer had come loose. He tightened the fitting and performed diagnostic checks.